Manufacturer narrative:
The device thrown away by theatre team, therefore, will not be returned to olympus. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a total laparoscopic hysterectomy (tlh), the device probe broke off and fell into the patient. The broken piece has been retrieved successfully. There was no harm or injury to the patient. It was noted, there was evidence in the error log of an ultrasonic error followed by the probe damage.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturers final investigation and additional information in h4. The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The exact cause of the event couldn¿t be exclusively identified. However, based on the past investigation results, the error and the probe broken possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. Olympus will continue to monitor field performance for this device.